Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va09e61, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported a sudden return of symptoms in (B)(6) 2015. An "edimetrial" biopsy was performed, after which caused some bleeding and frequency which was reportedly "normal." However, the patient then started to experience symptoms of urinary tract infection (uti), including pressure and more frequency. An appointment on (B)(6) 2015 determined through urinalysis that the patient did have a uti. As a result, the patient started on medication. Outcome remains unknown. Follow-up was conducted to obtain additional questions. The patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor.